Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric and the lens was torn upon insertion. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was torn and there was evidence of a clear surgical residue.